Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested for the patient. During the analysis of the log file technical services observed there were pump stops while attached to batteries. These occurred for a few seconds and cleared. The pump stops are not happening while attached to the power module. This may be an issue with the battery clips having connectivity issues or the system controller. It is recommended to change out the battery clips and system controller at this time . If this does not resolve the issue it would be recommended to take x-rays to see if there are any areas of concern. It was reported that technical services re-reviewed the log files and determined that the pump stops would not be caused by an issue with the battery / clip connectivity. If both batteries lost connection with the clips at the same time the ebb would take over operation. This patient has a history of a suspect dl issue with a brief pump stop occurring while on the power module. This maybe a prior short to shield maturing into a phase to phase short. The patient had a repair in the past and no issues were found with the removed section of dl. The vad coordinator was told to change the system controller and clips. The vad coordinator changed the controller. The patient had another event on the non-grounded cable on the power module. The patient became light headed. The patient did not become light headed when the controller was exchanged. The log file confirms another pump stop while on power module ( no ground pt cable). It is possible for a controller issue to cause pump speed issues but this type of controller issue is extremely rare / very low percentage. Since the controller has been exchanged & the pump stops reoccurred along with this patient history. This is looking more & more like a dl issue. Patient was implanted in 2015 so it is not unusual for a hm2 patient this far out to have a dl issue. The light headedness is more likely related to the repeated number of pump stops vs being placed on a no ground pt cable. It was reported that the patient had symptoms of light headedness when the pump stops. The patient is currently btt status level 2, awaiting transplant. The patient may need an exchange. The device will be returned if a device exchange occurs.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop event that was captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) cut approximately 10.5¿ from the pump housing and the distal portion of the dl was not returned (figure 1). All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The sealed outflow conduit was returned attached to the pump outlet housing. The bend relief collar was also present. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6)revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. Breaches to the insulation of the black, brown, orange, yellow, and green wires approximately 9¿ through 10¿ from the pump end were confirmed through hipot testing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The green and yellow wires redundantly support motor phase 1, the brown and black wires redundantly support motor phase 2, and the orange wire redundantly supports motor phase 3. If the exposed conductors of the black, brown, orange, yellow, and green wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in a pump stop. If the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting phase-to-phase short would have resulted in the pump stops observed within the submitted log file. The submitted log files contained data from on (B)(6) 2020. Momentary pump stop events, and associated alarms, were captured on (B)(6) 2020 at 19:48:48, on (B)(6) 2020 from 02:12:46 through 02:13:24, on (B)(6) 2020 at 13:56:10, on (B)(6) 2020 at 15:45:50, and on (B)(6) 2020 at 15:52:57. The events occurred while the system was operating on battery power. Also, a momentary pump stop event, and associated alarms, was captured on (B)(6) 2020 at 20:56:54 following a controller exchange. The event occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The relevant sections of the device history records for (B)(6), including the packaging and sterilization documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jun2015 via customer order (B)(4). The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient who had progressive deterioration of short to shield driveline damage that caused pump stops has been transplanted. It was reported per the vad coordinator that it was insisted that the vad coordinator change the system controller and clips after discussion with technical services. The vad coordinator changed the controller (the vad coordinator had a nurse do it and forgot to program and to disregard the first part of the download). Changed the controller and the patient had another event at 20:56 on the non grounded cable on the power module. Patient got light headed with this (did not get light headed when the vad team changed the controller). The hospital was watching it and the surgeon had been notified. Patient was in the ICU (intensive care unit). Vad coordinator requested a warranty replacement controller due to the technical services insisting it be replaced. Log file showed an additional pump stop 9/12/2020 @ 20:56 on the new controller.